Event description:
The user facility reported an instance where the z-800 pump (B)(4) continued to run when drug in the bag was depleted. Infusion mode was continuous (rate/volume). Infusion rate was programmed at 330ml/hour. Volume to be infused was programmed at 200 ml for the 100 ml bag (over programmed volume to be infused). There was no pt injury. Zyno medical has requested, but the user facility has yet to provide pt info.

Manufacturer narrative:
The device involved in this incident (z-800 pump (B)(4)) has been evaluated by a zyno medical representative following the exact work flow, but failure could not be duplicated. In an effort to find the root cause, vibration test was performed and intermittent connection failure was observed. However, the exact failure mode was not able to be duplicated. For diagnose purpose, a device from the same lot (B)(4) has been tested under the exact same condition, but no failure was observed.